Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an infection. No further patient complications have been reported as a result of this event. On (B)(6) 2021, it was further reported that all three associated leads were also explanted due to infection, and ICD lead vegetation. Tricuspid vegetation also noted. Patient also reported to be infected with covid 19 virus and recurring rehab for the virus.